Event description:
Pt reported that, while priming a new infusion set, the device's piston rod would not fully retract. No error messages were generated by the device. Pt indicated that they were able to hear the device's motor running, although the piston rod remained frozen. Pt was able to resolve the concern by removing and reinserting the device's battery pack. Pt indicated that their blood glucose was elevated (322 mg/dl). Pt self-treated with a 5.5u bolus of insulin.